Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the demo root processor 1.5.6.9, radical v1.1.5.4. It does an interesting thing. When you have an acoustic cable plugged in but do not plug in a ram sensor, the rra parameter auto populates and changes to rrp (respiratory rate by pleth) and after about 1 minute will display a value (it is not motion tolerant). The value seems to continue to display in grey regardless of time on the patient ((B)(6)). The internal alarm settings display and the "about" all stay titled for rra. Also, if you have been wearing the rra sensor for a while, and disconnect it, and place the device in "standby" it will automatically switch to rrp and to continue to display a value once you disconnect the rra sensor if the pulse oximetry sensor has been on long enough to create a reading. There appears to be no way to turn this function off, the accustic sensor is a14h118 , d lncs neo k5fhf. Ram dual cable lot number 15csz ref 3661. Also the radical 7 hh hawk is reacting in the exact same manner when it is un-docked from the root and used as a stand alone. No patient impact or consequences were reported.